Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) to inform that smoke was visible in the lab. The fire department arrived at the customer site and noted that smoke emitted from the streamlab analytical workcell device. The customer informs that patient samples were not affected by the event. Siemens dispatched a customer service engineer (cse) to the customer site. The engineer performed an inspection and identified the smoke emitted from the streamlab monitoring computer (smc) and a burn in the power supply. The engineer confirmed that the smc computer is no longer used with the device, and a replacement is not necessary. The engineer confirmed that the streamlab analytical workcell device is operational and no other issues noted.

Event description:
The customer contacted the siemens customer care center (ccc) to inform smoke was emitted from the streamlab analytical workcell device. The customer shut down and unplugged the device and called the fire department. The laboratory evacuated. The customer informs that there was no delay in patient testing due to this event. There are no known reports of adverse health consequences due to this event.